Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment was not reported. On an unknown date, the patient was discharged from the hospital. Dianeal therapy was ongoing. At the time of this report the outcome of this peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: the peritonitis event occurred on an unspecified date in (B)(6) 2014. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.